Manufacturer narrative:
The reported event of complaint of premature discharge of battery was confirmed. Analysis found that there was high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware.

Event description:
New information noted that the pacemaker also exhibited no rf telemetry.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.